Manufacturer narrative:
N/a.

Event description:
Limited information was provided about an event that reportedly involved a prismaflex m100 set with a broken and leaking luer lock connector on the effluent line. The patient did not have a serious injury or require medical intervention.